Event description:
During servicing of the pump, baxter service representative noted the pole clamp was missing from the pump. The initial report from the customer indicated the pole clamp was loose. The account reports no patient or user injuries resulting from this situation.